Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a system shut down on its own. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was confirmed. To resolve the issue the company representative reseated the host, the power supply, and the controller pcb (printed circuit board). Additionally, the software was also re-installed. The system was tested and found to meet product specifications. The system was manufactured on june 10, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose components that required reseating. How or when the components became loose remains inconclusive. The manufacturer internal reference number is: (B)(4).